Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137 they allege that they did not have enough water and the handpiece was getting hot, no injury resulted.

Manufacturer narrative:
On october 7, 2024 unit serial number-(B)(6). Foot pedal serial number-(B)(6). Handpiece/sterimate lot number-(202309) handpiece cable lot number-(old-05220 (new-03240) repair tech: gpb qa: sk root cause: emv hp;cable,conn/gun cable open no operation due to an open condition in the handpiece cable (reason for handpiece getting hot no water flow) wrong water filter affecting water quality- (two water filters added to together will give poor water quality) one clogged duckbill filter causing poor air/powder flow damaged auxiliary foot pedal cable with exposed wires flattened pinch tube restricting air/powder flow kink in air supply hose causing poor air flow nozzle grip was worn and leaking air powder bowl is cleaned and retubed note: replaced damaged/worn components and recalibrated unit to factory specs.